Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 39-40 mg/dl. Reportedly, the customer vomited and assistance was required in obtaining yogurt, juice and honey to address the bg level. Customer's blood glucose level increased to 86-87 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.